Event description:
Pt developed swelling of the upper lip and buccal mucosa in a pattern reflecting the area of contact of a maxillary bite guard. Pt also reports some itching and irritation of her throat and face. There appeared to be a coating in the area of the tonsils. The upper lip swelling was large enough to interface with her ability to drink. Pt wore the device a total of four nights from (B)(6) /2015.